Manufacturer narrative:
Pump received unable to performed the displacement test due to cracked and bleeding liquid crystal display noted.

Event description:
Customer's mother reported via phone call that the insulin pump had crack. Customer's blood glucose level was unknown at the time of incident. Customer stated that the reservoir lip ring was not damaged. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.